Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs4759 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refs4759) have been reported from the same facility in (B)(6).

Event description:
It was reported that after completion of puncture, a final confirmation was made for the attachment of the extension tubing. It was found that the fasteners of the extension tubing were disengaged. It was reported this occurred with two devices. This report addresses the first device.